Event description:
It was reported that the patient presented in clinic with the left ventricular lead exhibiting loss of capture. X-ray imaging was performed and verified that the lead had migrated outside the blood vessel. There were no known patient symptoms. On (B)(6) 2019, the patient was brought in for a lead revision procedure and the dislodged lead was successfully extracted. The physician attempted to insert and position the new lead several times. However, the physician experienced difficulty inserting the new lead into the inner catheter. The physician then changed to a different lead and completed the procedure. The patient experienced no adverse effects from the procedure and was discharged home the same day. Related manufacturer reference number: 2017865-2019-10892.

Manufacturer narrative:
Analysis found the complete lead was returned in one piece measuring 86.3 cm. Dimensional analysis was performed and all dimensions were within specifications. Analysis was normal. No anomalies were found.